Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bactec¿ mgit¿ 320 system had false resistance sire & pza. The following information was provided by the customer: "the client reports resistances in samples that are positive at the cut-off limit or otherwise very strange based on her experience with mycobacteria. The client is in contact with the application specialist cc. The customer excludes a reagent lot problem as she used different lots. The client does not communicate to the doctors the resistances but only the positivity which is confirmed by molecular test."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2022-01206 was sent in error. This complaint can be considered cancelled as the reportability has been changed to non reportable.

Event description:
It was reported by the customer that bd bactec¿ mgit¿ 320 system had false resistance sire & pza. The following information was provided by the customer: "the client reports resistances in samples that are positive at the cut-off limit or otherwise very strange based on her experience with mycobacteria. The client is in contact with the application specialist cc. The customer excludes a reagent lot problem as she used different lots. The client does not communicate to the doctors the resistances but only the positivity which is confirmed by molecular test.".